Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device and could reproduce the reported failure phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc disassembled the subject device and confirmed that the ccd unit was broken. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, error b30 (scope communication error) was displayed. The user replaced the subject device with a similar device ltf-vh and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.